Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following section could not be completed with the limited information provided. Date implanted - approximately twenty (20) years ago there are warnings in the package insert that state that this type of event can occur: under intraoperative and early postoperative complications can include, number 4 states, ¿temporary or permanent nerve damage resulting in pain or numbness of the affect limb.¿

Event description:
It was reported that patient underwent right total hip arthroplasty approximately twenty (20) years ago. Subsequently, patient was revised on (B)(6) 2015 due to pain. The acetabular shell and polyethylene liner were removed and replaced.